Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced o2 gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided device logs confirm the flow transducer test. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The returned o2 gas module had been tested in a ventilator. It passed the pre-use check successfully. No issue was found during ventilation for 4 days. It passed another pre-use check after ventilation. The o2 gas module has been tested in a gas module test system. It failed a flow test showing that the gas flow was a little bit above the limit. It showed as well that the membrane of the nozzle unit was sticky. The nozzle unit has been tested afterwards by applying a mechanical pressure on the feather spring that presses against the membrane, it was possible to confirm that the feather spring was sticking into the membrane then after some delay it got released. Replacing the nozzle unit resolved the issue with the flow transducer test failure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The nozzle unit should be replaced during the annual preventive maintenance (pm) or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received data and the history of the reported ventilator, it appears that the reported ventilator has been manufactured on oct/22/2024, the date of the event is aug/28/2025. Consequently, the cause of the stickiness is most likely an early wear of the membrane.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).